Manufacturer narrative:
The unit had an intermittent button response due to an unlocked lcd keypad connector. The unit had a cracked reservoir tube lip, a minor scratched lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
The customer called in to report a keypad anomaly. The customer did not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.